Manufacturer narrative:
The pump was not returned from the field for evaluation. Several attempts were made to retrieve the pump. The root cause of the aortic valve tear is unable to be determined because the product was not returned. The root cause of the pump retracting from the patient's left ventricle is most likely due to patient movement. A review of the device and lot histories did not reveal any nonconformities. (B)(4).

Event description:
On (B)(6) 2017 a (B)(6) male patient presented with chronic heart failure, shortness of breath, coronary artery disease, severe mitral valve regurgitation (mr) and tricuspid regurgitation (tr). The patient's ejection fraction was estimated to be 25%.the physician believed the patient should be transferred to a transplant center, however the patient wished to stay where he was. The patient underwent a coronary artery bypass grafting (CABG) procedure, as well as mitral and tricuspid ring repair while on cardiopulmonary bypass support. After the procedure the impella 5.0 was implanted without difficulty and allowed complete separation from the bypass machine. The patient was transferred to the unit in stable condition. The impella 5.0 provided support for the next five days. The clinical team was happy with the stability of the patient. On (B)(6) the patient was beginning to wean off of the device. The motor current became flat at the time the patient was turned on his side, and a "position unknown" alarm was triggered. A chest x-ray revealed the impella had retracted out of the left ventricle. The patient was hemodynamically stable at this time, and remained stable for the next several hours with the device completely out of position in the descending aorta. The patient was brought to the or for the removal of the pump and exchanging of the endotracheal (et) tube. The patient became unstable when the anesthesiologist attempted to exchange the et tube intraoperatively. When the et tube was exchanged the patient's blood pressure dropped, and CPR was initiated. Transesophogeal echocardiogram (tee) revealed massive aortic insufficiency and a tear in the aortic valve leaflet. The patient was unable to maintain a blood pressure and expired in the or. According to the case the physician did not feel the impella contributed to the valve problem.